Event description:
Per the clinic, the patient sustained an impact to the head, followed by reports of distorted sound quality and a performance decrement. There are plans to explant the device and to reimplant the patient with another device but this has not occurred as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012. The patient was reimplanted with a new device during the same surgery. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
This report is filed (B)(4), 2012.